Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer declined to provide information regarding alternate insulin therapy. No additional actions were taken as there was no information on any corrective measures or customer outcomes, and the device was not returned.